Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and stroke. It was reported the patient was in the emergency room (ER) with symptom of "side twitching" and they were concerned the pump was not functioning. It was noted that the pump was not alarming to the healthcare professional (hcp) knowledge. It was noted that the hcp wanted someone to come check the pump. The managing hcp was had been paged, and hcp was transferred to page manufacturer representative (rep). Locations of symptoms was noted as other. Event date was (B)(6) 2017. No further complications were reported/anticipated.